Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Returned to manufacturer on: (B)(4) 2011.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1230am. The patient reported blood glucose results of "268, 59, 186 and 140 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The cca was advised the patient manages her diabetes with humalog insulin. The patient took her usual dose of humalog insulin (13 ½ units). About 2-3 hours after, the patient claimed she felt confused, in addition to, numbness in her lips and fingers. Around 4am that same morning, the patient obtained a blood glucose result of "42 mg/dl" with an emergency room (ER)/ hospital meter. The patient treated self with food and/ or drank a beverage. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. In addition, the lfs blood glucose meter result correlated with the received treatment. However, this complaint is being reported because the alleged inaccuracy remained unresolved.